Event description:
During a biopsy the physician used a shark disposable biopsy forcep. The tip of the cups separated and remained in the stomach. It was very difficult to retrieve the remained segment, though it could be retrieved. It is not provided how, surgically or medically, that the segment was retrieved. There have been no adverse effects to the patient reported.

Manufacturer narrative:
On 9/8/2015, we became aware that the information provided in the other remarks section was not submitted on the initial emdr. Investigation evaluation: based on the information provided in the report, it can reasonably be suggested that the device used in the reported event was a sdf(s)-2.5-160 or sdf(s)-2.5-160-s. The report described that the detached cup was retrieved from the stomach indicating it was likely used with a gastroscope. Based on a review of these reorder numbers (rpn's), these devices were consolidated in excess of eight (8) years ago. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A review of the device history record could not be conducted because the lot number was not provided. The shark disposable biopsy forcep devices described in this report have been discontinued and are no longer in distribution. The captura biopsy forcep product line replaced the shark disposable biopsy forceps approximately ten (10) years ago. However, based on the similarities in design, a quality engineering risk assessment was conducted for the captura biopsy forceps currently in distribution. A review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.